Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The o2 bypass/n2o/air solenoid valve was replaced to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the system failed checkout. There was no report of patient involvement.